Event description:
Additional information was received that the medtronic sheath was used during pre-ballooning and when the delivery catheter system (dcs) was removed to change out the valve. It was reported that per the physician, the medtronic sheath did not cause or contribute to any adverse events.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve ((B)(6)) was loaded into the delivery catheter system (dcs, lot no. 11837014) and checked with fluoroscopy. The team advanced the dcs through the femoral (fe) artery. Three deployment attempts were made with recapture. Upon 4th release attempt, the valve presented infolding and was not touching the non-coronary cusp (ncc) or the left coronary cusp (lcc). The valve and dcs were removed from the patient. The valve was full of thrombus and could not be reassembled. The patient was hemodynamically stable. A new valve ((B)(6)) and dcs (11837007) were prepared. After checking with fluoroscopy, the system was navigated through the patient¿s anatomy and after 1 recapture, the valve was successfully implanted. The event did not cause prolonged hospitalization of the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop23-29 (lot: 0011837014); product type: 0195-heart valves product ID l-evprop23-29 (lot: 0011924345); product type: 0195-heart valves product ID d-evprop23-29 (lot: 0011837007); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received submerged in clear solution in its original packaging container jar. All leaflets were in a closed position with a gap between leaflets 2 (l2) and 3 (l3). The leaflets were flexible and intact. All commissures were intact. The valve¿s inflow appeared to be in a slightly compressed state. Minimal traces of blood were observed on the commissures and leaflets. There was no evidence of thrombus on the valve. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded. No kinks or distortions were noted on the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no issues were noted. The valve was fully deployed. No anomalies were noted during the deployment simulation. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first valve was implanted into the native valve and was recaptured due to the valve being too low and not in a good position. A procedure delay occurred as a result of the infold. Per the physician, the patient's annular calcification contributed to the infold. It was reported that heparin was administered during the procedure every 30 minutes. The tca levels were 280 and 300 throughout the procedure. It was reported that heparin was provided for the thrombus. The second valve was recaptured due to the valve not being in a good position.

Manufacturer narrative:
Updated imf code, a.2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.